Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had under delivery. The customer¿s blood glucose values was 185 mg/dl, 278 mg/dl, 172 mg/dl, 185 mg/dl, 175 mg/dl, 142 mg/dl, 165 mg/dl, 158 mg/dl, 216 mg/dl, 250 mg/dl, 95 mg/dl. The customer treated with the manual injection. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege pump was under delivering because he got high readings from insulin pump. The device will not be returned for analysis.